Event description:
It was reported the light source had power supply unit and front panel defective. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: d4 (unique device identifier) and g2 (company representative and other are not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device does not power on occurred due to failure of the power unit (converter). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: dust and rust on the suction socket; there was dirt on the power switch; and the front panel damaged. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.